Manufacturer narrative:
The evaluation confirmed that the device operates without permission. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer retuned device to olympus for repair and stated the device switch operates without permission. There was no harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the switch component, a failure of the board inside the scope connector, or a malfunction of the system side. Olympus will continue to monitor field performance for this device.